Event description:
It was reported the patient arrived for the first pump refill on (B)(6) 2013 and was found to have a full reservoir of medication. The estimated residual should have been 5.4 ml. The actual residual was 39 ml. The pump was defective. A surgical revision was done on (B)(6) 2013 and found a fully patent catheter with no fractures or blockage. The pump was replaced with a new pump. There was no injury. The pump was delivering dilaudid 7.5 mg/ml.

Manufacturer narrative:
Concomitant: product ID unknown, serial# unknown, implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had suboptimal pain control throughout the first refill interval. The patient lives six hours away therefore they were not able to do any investigating or adjusting until the first refill date. The patient did not experience withdrawal symptoms as he likely never received any medication in the first place. The cause of the discrepancy was unknown. The catheter was patent when checked during the revision. The pump showed no malfunction or stoppage on the logs. While the pump was out of the patient and on the table, it was programmed to give a rapid bolus and fluid was observed to be flowing from the nozzle. They could not find any obvious defect. It was decided to replace the pump to be on the safe side. The pump was interrogated, the logs were read and there were no apparent issues found. The patient was improving although experienced post op discomfort.